Event description:
It has been reported that the system startup stopped at zeroth second and device failed to boot up . The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and confirmed that the system starts up stop at 0 second. The fse performed troubleshooting and found flexvision defective. Review of log files showed that the system had malfunctioning grabber cards. The fse replaced flexvision and reinstalled system configuration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.